Event description:
It was reported the patient received the following results within 15 minutes: 11:00 am - result obtained: 458 mg/dl. 11:04 am - result obtained: 122 mg/dl. 11:05 am - result obtained: 128 mg/dl.